Event description:
Drager apollo read "ventilator failure" when switching from ventilator to manual ventilation mode. Anesthesia provider switched to manual ventilation with bag-valve-ett to avoid harm to patient. Anesthesia machine became unusable and was removed from operating suite. This was the 3rd similar event for this machine after being cleared by local biomed department and drager technicians.